Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model 7300tfx27 was explanted from the tricuspid position after an implant duration of seven (7) years and seven (7) months due to stenosis. As reported, it was undersized as valve replaced with was a 31mm. A mitris resilia valve model 11400m31 was implanted in replacement.

Event description:
Edwards received notification that a valve model 7300tfx27 was explanted from the tricuspid position after an implant duration of seven (7) years and seven (7) months due to stenosis. Per product evaluation findings, heavy host tissue overgrowth and minimal calcification were also observed. As reported, it was undersized as valve replaced with was a 31mm. A mitris resilia valve model 11400m31 was implanted in replacement.

Manufacturer narrative:
H3: product evaluation: the device was returned for evaluation. Customer report of stenosis was confirmed through observed host tissue overgrowth. X-ray demonstrated wireform intact and minimal calcification on leaflet 2 and 3. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the outflow aspect and 4mm on leaflet 2 at the inflow aspect . Host tissue on the stent circumference was heavy at both the inflow and outflow aspects. The free margins of all three leaflets were rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth fused all three leaflets by approximately 4mm at commissures on the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Wireform was exposed on commissure 3 on the outflow aspect. Sewing ring cloth was cut in multiple areas around the valve. Multiple sutures remained attached to the sewing ring around the valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.